Event description:
It was reported that one of his patients who had received a laparoscopic sleeve gastrectomy presented with a leak 6 weeks post-operation from the original surgery. The surgeon noted that he is not sure what caused the leak but he did notice that there appeared to be staples missing from the staple line directly above and below the area where the leak occurred. The patient is still currently being treated for the leak.

Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2022, event day and month unknown. Captured as 1/1/22. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: were there any issues with the device intraoperatively? What color cartridge used throughout the creation of the sleeve? Was buttressing material used? Are there any photos or videos available? How was the leak diagnosed and treated?

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022. Additional information requested and the following was provided: were there any issues with the device intraoperatively? No. What color cartridge used throughout the creation of the sleeve? Doctor typically uses one gold, then blues, all with slr. Was buttressing material used? Yes, ethicon ech60r. Are there any photos or videos available? No. How was the leak diagnosed and treated? Patient was taken back into the operating room and staple line was sewed over. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.